Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and liberty cycler set and the patient¿s peritonitis event. With the information available, the exact cause for peritonitis cannot be determined. However, currently there is no objective evidence that a liberty select cycler or liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Additionally, it was reported that the patient was receiving pd therapy in a rehabilitation facility five days prior to the hospitalization after a two month hospitalization for an amputation (not related to dialysis). It is possible the peritonitis was related in some way to the patient¿s stay at the rehabilitation facility.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient utilizing the liberty select cycler was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse stated that the patient was previously hospitalized for two months for an amputation (unrelated to dialysis) and then was discharged to a rehabilitation facility five days prior to the hospitalization for peritonitis. While at the rehab facility, it was reported that the patient continued to perform pd treatment using their liberty select cycler. According to the nurse, the patient was hospitalized on (B)(6) 2025 with symptoms of cloudy pd effluent. The patient had a pd culture obtained (in the hospital) which revealed growth of candida (species not provided). The patient was diagnosed with peritonitis and was initiated on intravenous (IV) anti-fungal/antibiotic therapy (details are unknown). Additionally, the patient underwent removal of their pd catheter (not a fresenius product), and they were transitioned to hemodialysis for renal replacement needs. On (B)(6) 2025, the patient was discharged back to the rehab facility. The patient¿s nurse confirmed that the patient did not have any fluid leaks or other issues with fresenius products in relation to the peritonitis event. The nurse could not provide the exact cause of the peritonitis. However, it was suspected that this event was associated with receiving dialysis at the rehabilitation facility.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. An as-received simulated treatment with reduced dwell settings was performed on the cycler. An m37 alarm (patient pressure not constant warning) was encountered during the simulated treatment. The failure was traced to patient sensor 2 which was out of specification. Patient sensor 2 was recalibrated and the treatment test was able to be completed. The cycler underwent and passed a valve actuation test and a system air leak test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause for the reported issue could not be determined.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient utilizing the liberty select cycler was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse stated that the patient was previously hospitalized for two months for an amputation (unrelated to dialysis) and then was discharged to a rehabilitation facility five days prior to the hospitalization for peritonitis. While at the rehab facility, it was reported that the patient continued to perform pd treatment using their liberty select cycler. According to the nurse, the patient was hospitalized on (B)(6) 2025 with symptoms of cloudy pd effluent. The patient had a pd culture obtained (in the hospital) which revealed growth of candida (species not provided). The patient was diagnosed with peritonitis and was initiated on intravenous (IV) anti-fungal/antibiotic therapy (details are unknown). Additionally, the patient underwent removal of their pd catheter (not a fresenius product), and they were transitioned to hemodialysis for renal replacement needs. On (B)(6) 2025, the patient was discharged back to the rehab facility. The patient¿s nurse confirmed that the patient did not have any fluid leaks or other issues with fresenius products in relation to the peritonitis event. The nurse could not provide the exact cause of the peritonitis. However, it was suspected that this event was associated with receiving dialysis at the rehabilitation facility.